Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 380 mg/dl while wearing the pod between 24 and 36 hours. The patient's cannula was found bent when removed from the back. For treatment, put on a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing through the soft cannula, though the exposed portion of the soft cannula was kinked. In addition, an occlusion alarm was generated by the pod. It could not be determined when this soft cannula damage occurred or if it affected the device's ability to deliver insulin when the pod was worn, and the cause of the occlusion alarm could not be conclusively determined. Additionally, cracks were found on the outer housing, and multiple components inside the pod were found damaged. It could not be conclusively determined when these damages occurred.